Event description:
Cns (clinical nurse specialist) was notified that tubing that had been left on the counter was leaking ns (normal saline). Upon inspection was found to have broken at the upper valve.